Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effect of dissection is listed in the xience xpedition 48, everolimus eluting coronary stent system (eecss), instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was treat a mildly calcified, moderately tortuous mid right coronary artery. The 2.50x48mm xience xpedition was deployed; however, a distal edge dissection was noted. The dissection was treated with another 2.5x15mm xience xpedition. There were no adverse patient sequela and no clinically significant delay reported. No additional information was provided.